Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad trace. There was no button error alarm noted during testing. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 241mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.